Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician noticed a leaking valve, blood dripping out after insertion of faradrive and farawave. Air was not detected within the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.